Event description:
It was reported that three or four years prior to the report while the patient was at the hospital, the hospital had a ¿power surge¿ and the patient¿s implantable neurostimulator (ins) was off but it gave her a shock. It was noted that the patient told her healthcare provider and no one had ¿heard of that happening before.¿

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).